Event description:
It was reported that the patient can feel a pacing sensation at certain times of the day from the implanted pulse generator (ipg) device. It was also reported that the feeling could be reproduced with device interrogation and high voltages and that the patient is symptomatic with pacing high rates. The ipg device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.